Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system drawer was failed and it was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. Field service engineer found that auxiliary half-height drawer 4 was showing as disconnected. The fse powered off the medstation, which was not available in remote support service (rss), and verified that both controller boards measured correctly before powering the unit back on. The hardware testing application passed, but after a reboot the application still displayed drawer 4 (1 and 2) as disconnected, so the unit was powered off again. The fse replaced the pyxis module board, after which the hardware testing application passed successfully, and the customer was able to complete the medication inventory in the drawer. The system functioned as intended field service engineer repaired the device.